Manufacturer narrative:
Device was not returned for evaluation. The manufacturing documents have been reviewed and found to be according to specification valid during the time of production. Root cause can not be investigated as no product was returned. However, the described issue can occur if the electrodes are not cleaned properly during use. Corrective/preventive action is not required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During ovariectomy, the instrument adhered to the tissue.